Event description:
Information was received indicating that this cadd cassette reservoir might have leaked into the pump. The reported event was alleged to have caused the pump to give error when cassette attached. No adverse effects reported.